Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical fault and high watt alarms after exchanging their controller. The driveline was inserted further into the connection port on the controller and the alarms were resolved. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the controller alarm file revealed 2 vad disconnect alarms on (B)(6) 2017 at 23:12 and 23:13 from the controller. These alarms are indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Review of the controller event file revealed multiple reactivation events were logged due to an open phase on one of the stators. In addition, 4 vad disconnect alarms and 10 electrical fault alarms were logged on (B)(6) 2017 due to one or two open phases on one of the stators resulting in single stator operation. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. Of note, it was reported that the alarms were resolved once the driveline was inserted further into the connection port on the controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.